Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed, however two photos were provided for visual inspection. During the visual inspection of the provided photos, the product was found to be wet. A greyish particulate matter in the header was visible. The reported failure was confirmed. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 170h had a black foreign matter inside the dialyzer which was noticed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection found the product was wet. A greyish particulate matter in the header was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.